Manufacturer narrative:
D10 concomitant devices: 4826265 02-022-45-5050 - truliant tib fit tray cem sz 5f,5t. 4876527 02-020-11-0350 - truliant ps cem fem ps cem right sz 5. 4924010 204-70-00 - tibial stem ext. Screw . 4933103 204-34-02 - fluted stem extension 25l x 14 mm . 4947358 200-02-35 - three peg patella 35mm. The product associated with the reported event is within the scope of recall [enter recall #]; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 83 months after a right total knee replacement procedure, the patient has experienced prosthesis wearpain, stiffness, discomfort, weakness, negatively affected quality of life, additional revision surgery, physical activities limited. No further issues or complications were reported. No additional information is available.